Manufacturer narrative:
"Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a sample nor a lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed and therefore, it could not be determined whether the product in question was defective. Based on the limited investigation results, a cause for the reported incident could not be determined."

Event description:
It was reported that a needle eclipse s/t 25x5/8 rb had the safety mechanism difficult to engage during use. The following was reported by the initial reporter: "user feels that smartslip is in the way of their view when placing local anesthesia and when activating safety mechanism with their index finger got a needle stick injury."